Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The syringe was dropped in a sterile fashion on to the tray and the physician pulled up .25 bupivacaine and dexa. L am unsure if the contaminant was in the syringe or the med bottle and no pictures were taken. The syringe was discarded by the physician and a new one was dropped and new meds were opened and drawn up.